Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The reported issue of ECG monitoring failure could not be replicated during evaluation. Log review showed ECG monitoring events occurring simultaneously with rapid multifunction cable (mfc) ID changes, indicating that the multifunction cable connection to the device was a factor. The device passed all functional testing using the returned mfc cable. The mfc receptacle and mfc cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.